Event description:
Alaris pump that was not populating with guardrail library. The physician powered on / off the pump several times, calculated rate medication, and called pharmacy to report lack of guardrail. An alaris pump with the appropriate guardrail library was obtained.